Manufacturer narrative:
The device was returned to rti surgical and inspections confirmed the separation of the plate locking mechanism. A DHR review was conducted and confirms that the device met manufacturing specifications prior to shipping from rti surgical.

Event description:
It was reported to rti surgical on 12/07/2020 that a revision had already been performed due to a post-operative locking mechanism failure for this implant. It was confirmed that the locking mechanism separated post-operatively. The date of the failure is unknown. The date of the index surgery was (B)(6) 2020. The date of the revision surgery was (B)(6) 2020.